Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard rp stemmed tibial tray catalog 161412 lot 0000712070; vanguard rp deep dish bearing catalog 187040 lot 897798; series a 3 peg patella catalog 184702 lot 423970. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a simliar device in the united states under 510k number k945028.

Event description:
It was reported that a patient underwent a right knee revision procedure due to loosening of the femoral component approximately four years post implantation. The femur and tibial bearing were removed and replaced.